Manufacturer narrative:
The fse took the hgb bath apart and cleaned build up from inside the bath. After this, the hgb blank voltage was within specification. The fse ran controls and they were within specification with no further issues. (B)(4).

Event description:
While a field service engineer (fse) was at a customer site troubleshooting an unrelated issue, the fse ran the daily check and discovered the hemoglobin (hgb) was failing with low blank voltage on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.